Event description:
On (B)(6) 2022 - per the consumer, their child kicked the device and the glass shattered. Their child did not sustain any injuries. The consumer accepted a replacement.

Manufacturer narrative:
On (B)(6) 2022 - the consumer accepted a replacement device and will not be returning the product to the manufacturer. Therefore an investigation will not occur.